Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 03.037.012; lot number: 44p9812; manufacturing site: haegendorf; release to warehouse date: 27.03.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the complete radiolucent insertion handle was found cracked in the area where the nail connect with the insertion handle. No other issues were found. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the complete radiolucent insertion handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: cf-insertion handle asm cfk-zielbuegel kpl, se_ rev. H current / rev. F manufactured. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the complete radiolucent insertion handle broke while in the patient during surgery causing the nail to rotate and not able to drill for lag screw or place lag screw. The surgeon had to take out the nail and restart with a new handle and a new nail due to insertion handle malfunction. Surgery was completed successfully with some delay. This report is for a complete radiolucent insertion handle. This is report 3 of 3 for (B)(4).